Event description:
Dialyzer blood leak. Blood leak noted 10" after start of hd. Gross bld leak - n 250 cc blood loss. New set up done, some problem occurred as soon as blood hits dialyzer. Stat h & h (did not suspect lot until later).